Event description:
Dr reported a case of a possible infection after a high-risk procedure in which duraseal was used. The procedure was a translab acoustic neuroma, in which fat was possibly used. No surgical intervention was required. The infection was considered superficial and patient recovered without further incident.

Manufacturer narrative:
A possible infection after a high-risk procedure in which duraseal was used. The procedure was a translab acoustic neuroma, in which fat was possibly used. No surgical intervention was required. The infection was considered superficial and patient recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.